Manufacturer narrative:
Based on technician statement, the ventilator was alarming every minute whilst on a patient, at one stage the ventilation was flat lining and the ventilator did not go into back up ventilation. Further information has been requested but the service visit has been cancelled. The specific error code and alarm name were not provided. Since there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made, no more information could be provided for this issue. The solution to the issue is unknown and is not possible to know which parts have been found defective. Therefore, the cause cannot be determined. A correction of fields: b5 describe event or problem was required. - previous b5 describe event or problem: it was reported that the ventilator had an issue with activating alarm indicating insufficient ventilation. There was no patient harm. Manufacturer's reference #: (B)(4). Corrected b5 describe event or problem: it was reported that the ventilator was alarming frequently during ventilation. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilator was alarming frequently during ventilation. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilator had an issue with activating alarm indicating insufficient ventilation. There was no patient harm. Manufacturer's reference #: (B)(4).